Event description:
It was reported at generator change the ventricular lead was capped and replaced due to decreased impedance and increased threshold. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2005-(B)(6). (B)(4).